Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient was admitted to the intensive therapy unit for 8 hours for treatment. The patient is no longer using the omnipod 5 automated insulin delivery system. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
In the case description, the user mentioned having low blood glucose (bg) values while using the system which led to hospitalization. Investigation of the returned device found no evidence of an overdelivery of insulin. Inspection of the patient history buffer (phb) data showed that for the majority of the last pod used, the system was used in manual mode and correctly delivering the user's manual basal programs. The phb data showed that for the last hours of use, the pod was delivering a basal program of 160 pulses/hr. (8 u/hr.). The logs show that the user's blood glucose values were above the setpoint and increasing prior to the 8 u/hr basal rate being activated. The system starts delivering the 8 u/hr. Basal rate and the blood glucose values continue to increase before starting to decrease until reaching urgent low. The blood glucose values received by the pod stay in the urgent low range until the end of use. The phb data showed that when the system was in automated mode, the system was able to appropriately adapt the microbolus amounts based on the glucose values and total daily insulin. Review of the engineering logs files found evidence of interaction with the controller to switch system modes and to switch the basal program to the 8 u/hr. Program. No automated delivery restriction alerts occurred while the system was in automated mode in the time leading up to the reported hospitalization. The engineering logs show that an urgent low glucose alert was generated by the application once the user's glucose values reached urgent low, and this alert was accompanied by an audio alert and an acknowledgment as expected. Physical testing of the device found no issues with the functionality. The returned controller was found to function as intended.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient was admitted to the intensive therapy unit for 8 hours for treatment. The patient is no longer using the omnipod 5 automated insulin delivery system.